Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Device availability - the device is reportedly available for evaluation; however, it has not been received by zimmer biomet (B)(4) to date. In the event that the device is received and evaluated, a follow-up report will be sent to the FDA to provide results.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2016. During the procedure, it was noted that the label on the ceramic head packaging was different from the implant inside the package. Another device was available to complete the procedure with a delay of 30 minutes.